Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added b5, h6. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information (english) ad 19 dec 2019 was reviewed. On (B)(6) 2019, the patient was noted to have a fracture of the femoral anchorage stern in revision endoprosthesis. Fracture at the screw anchorage at the transition intramedullary stalk/; femoral component 3 years after implantation (B)(4). On (B)(6) 2016, the patient had a replacement of the femur component to address the diagnosis of femur - partial loosening with cement. The surgical notes included that the femoral component was completely loose, the femoral medullary cavity was coated with connective tissue. The surgical findings included that the femoral component had significantly sunk. (B)(4). On (B)(6)2011, the patient had replacement of the loosened tibia. The solid femur component is left in situ. The surgical notes included effusion, complete loosening of the tibial component. There is no evidence of recurrence of infection. The femur component is clinical, radiological and intraoperatively firmly fixed.(B)(4). On (B)(6) 2010, the patient had a prosthetic left knee placement after cleared infection with removal of the placeholder prosthesis. Specific difficulties during this operation were due to status post-infection, there is significant femoral and tibial bone destruction. There was no information provided on what components were previously implanted during the infection.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to femur - partial loosening, swelling and adhesion.